Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Event date 2012. Concomitant medical products: palacos r 1x40 single catalog #: 00111214001 lot#: 71384253 (x2), all poly patella ol 7 / 2 catalog# : 630007102 lot #: 61621912, nonporous femoral component size 4left for cemented use only catalog #: 630700040 lot #: 61706981, modular cemented tibial baseplate size4, left for cemented use only catalog #: 642000240 lot #: 61639238 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04013, 0001822565-2017-04014 and 0001822565-2017-04015. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee procedure. The patient underwent a manipulation procedure under anesthesia. The surgeon manipulated the knee to loosen the scar tissue. Attempts have been made and additional information on the reported event is unavailable at this time.